Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the ibp portion of the operational check. There was no reported patient involvement.

Event description:
It was reported to philips that the device failed the invasive blood pressure (ibp) portion of the operational check. There was no reported patient involvement.